Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. For the customer's report of sparking/arcing, evaluation of the device could not replicate the report. Review of the device log shows seven shocks delivered. The first three shocks were normal, but during the fourth, there was evidence of poor coupling. This can result in sparking pads and a burning smell. The remaining three shocks operated normally. The pads were not returned for evaluation. Poor coupling can be caused by various factors including but not limited to electrode placement, patient preparation, or poor contact between the pad and patient. The poor coupling can lead to air pockets forming between the electrodes and the patient which can cause sparking, burning smell, and a popping sound. The x series operator's guide, pn: 9650-002355-01 rev. G, states, "do not use therapy or ECG electrodes if the gel is dried, separated, torn, or split from the foil; patient burns may result from using such electrodes. Poor adherence and/or air pockets under therapy electrodes can cause arcing and skin burns." The customer's report of unable to discharge was not replicated or confirmed. The device was put through extensive testing without duplicating the report. Review of the device log was unable to observe any issues related to discharging. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), sparks were emitted from the CPR pads during the seventh discharge and the device failed to discharge on the eigth shock. Complainant indicated that the clinician was performing a technique called double sequential external defibrillation which involved using two defibrilltors to shock at the same time. When the suspect device did not deliver the eigth shock the second device being used was able to deliver the shock without delay. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.